Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. The consumer was provided with the contact information for poison control.

Event description:
The consumer reported inadvertently squirting the binaxnow covid-19 self test extraction reagent into their girlfriends eye. Per the consumer, the girlfriend experienced redness and a burning sensation in the eye. The eye was washed with water and the redness resolved; however, the burning sensation remained. Although requested, additional information including contact information was not provided.

Manufacturer narrative:
Investigation report: a product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any further irritation occurred. A supplemental report will be provided if any additional is obtained.